Event description:
It was reported to philips that the system system did not boot up fully. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not fully booting up. Upon functional testing, the fse found that the ip-pc was defective. The defective ip-pc was returned for analysis, and it confirmed that the firmware was outdated. To resolve the reported issue, the fse replaced the ip-pc, hard drives and installed software. After replacement and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.